Manufacturer narrative:
It was reported that during central processing, the mega suturecut needle driver was stiff and grinding at the tip. Based on the claim against the product by the customer noting was stiff and grinding at the tip, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mega suturecut needle driver was analyzed and the complaint regarding that the instrument was stiff and grinding at the tip was not confirmed. Failure analysis cannot verify the external event to be related to the customer reported complaint. The mega suturecut needle driver instrument was placed and driven on an in-house system. The mega suturecut needle driver passed the recognition and engagement tests. The mega suturecut needle driver instrument moved intuitively with full range of motion in all directions. The tips opened and closed properly. The instrument was fully functional. No product issue was identified. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to mishandling/misuse, including misuse of the production and recognition issues. The probable root cause of was stiff and grinding at the tip cannot be determined based on the information provided and failure analysis results. No product issue was identified. The reported event was not confirmed as failure analysis of mega suturecut needle driver found not replicated nor confirmed. The instrument was fully functional. No product issue was identified. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse of the production and recognition issues. This complaint is considered a reportable event due to the following conclusion: it was alleged that the mega suturecut needle driver moved was stiff and grinding at the tip resulting in unintuitive motion which could result in subsequent tissue damage. At this time, the root cause of the failure is unknown. While there was no harm or injury to a patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing, the mega suturecut needle driver was stiff and grinding at the tip, resulting in nonintuitive motion. There was no report of patient involvement or no reported injury. Follow-up was performed to obtain additional information. However, no further details have been received as of the date of this report.